Event description:
A cartridge alarm 31 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller successfully loaded a cartridge and resumed insulin therapy, resolving the issue.